Event description:
Allegedly revised due to pain.

Manufacturer narrative:
Conclusion: no conclusion can be drawnthe complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned.evidence that product in specification when used.

Manufacturer narrative:
Conclusion: no conclusion can be drawn the product was not return and no specifics were provided other than pain. (B)(4).

Manufacturer narrative:
Additional information recvd (B)(4) 2012: original information was based on medwatch report number (B)(4). With this new information recvd (B)(4) 2012, this investigation will be reopened. Trends will be evaluated. This event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01261.

Manufacturer narrative:
Medwatch report number (B)(4). Investigation is not complete. Trends will be evaluated. This event code is addressed in the package insert. No user facility information was provided therefore the user facility was not contacted for further information. This report will be updated when the investigation is complete.